Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 507652 implantable pacing lead, (B)(6) 2010. (B)(4).

Event description:
It was reported the device recorded episodes that indicated noise which was due to electromagnetic interference (emi). The source of the emi was thought to be a pool that had a light shorted out. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
Approximately four years and six months later the device was explanted and replaced due to normal battery depletion. No patient complications have been reported as a result of this event.